Manufacturer narrative:
(B)(4). Correction- the device was originally reported as returning, but the account has reported the device has been discarded. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. It was radial access. A balance middleweight guide wire was advanced to the lesion and direct stenting was performed. When removing the guide wire, there was resistance felt. The guide wire had separated but was not observed during the procedure. The following day the guide wire was observed at the radial access site. An attempt was made to remove the separated portion of the guide wire with a snare device by using femoral access, through the aorta. The wire was positioned at the aorta cross and scanner imaging was performed and the wire was visible at the aorta cross location. The patient was discharged and no surgery is planned to retrieve the separated guide wire. No additional information was provided.

Event description:
It was reported that the distal tip of the guide wire separated during use. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.